Event description:
In 2009, intuitive surgical, inc., received a user facility medwatch form from hospital for a pt. The event details are provided below: "during robotic assisted pneumonectomy while surgeon was using the fenestrated grasper, bleeding was observed coming from the left atrial appendage. Attempts to ligate or clip, it was unsuccessful and the procedure was converted to an open procedure. Surgeon did a lateral thoracotomy to control bleeding using pledgeted 5-0 prolene suture. The original procedure was completed and the pt was transferred to ICU post operatively. The pt recovered without further incident. The surgeon believes that the hinge on the grasper "caught" the atrium and caused the bleeding."

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Attempts have been made to contact the initial reporter for additional info and for the return of the instrument without success. If the instrument is returned for evaluation, a follow-up MDR will be submitted.